Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter (bc) ruptured at ten atmosphere (10 atm). There was no reported patient injury. The device was replaced with a new non cordis balloon catheter. Two smart stents were implanted and the procedure completed successfully. An ipsilateral approach was made. A saber balloon catheter was inserted for a pre percutaneous transluminal angioplasty (pta) procedure. However it ruptured at 10 atm due to calcification. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis due to infectious disease(s).

Manufacturer narrative:
It was reported that the saber balloon catheter (bc) ruptured at or below rated burst pressure (rbp) during use. The saber balloon catheter (bc) ruptured at ten atmospheres (10 atm). There was no reported patient injury. The device was replaced with a new non cordis balloon catheter. Two smart stents were implanted, and the procedure completed successfully. An ipsilateral approach was made. The saber balloon catheter was inserted for a pre-percutaneous transluminal angioplasty (pta) procedure. It was reported that the bc ruptured at 10 atm due to calcification. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis due to infectious disease(s). A device history record (DHR) review of lot 17619095 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of heavy calcification may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.